Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging that she was unable to test on her meter for a month since it was set to a different language. The medical affairs specialist (mas) spoke to the pt in 2005 and obtained/verified the following info: on a morning in 2005 the pt felt dizzy, she tried to test on her meter and was unable to test since it was set to a different language. She took her set amount of oral medication ("pioglitacone" 15 mg/dl) in the morning. She ate breakfast and an hour later family member took her to the ER since she felt dizzy. She arrived in the ER at 11:45 am and her blood glucose was over 500 mg/dl in the lab and she was treated with insulin. She was in the ER till 10:30pm that night. She does not recall what her reading was prior to leaving; however, was told the diagnosis was hyperglycemia. For a month the pt was unable to test on the meter; however, she still took her set amount of oral medication. She changed the code number a month ago and accidentally went into the meter settings and changed the language by mistake. She had no other way of testing and did not test on another meter in between that time. If she had known her readings were high, she would have sought medical attention sooner. Customer care agent (cca) assisted the pt and set the meter back to english. The pt's meter was set to turkish. Cca sent the pt a replacement meter. The complaint is being reported because the pt suffered a serious injury due to use error and was treated for hyperglycemia in the ER. There was a delay in treatment and the pt would have sought medical attention sooner had she known her blood glucose levels were elevated.